Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving sufentanil (350 mcg /ml at 189 mcg/day), bupivacaine (20.3 mg/ml at 11 mg/day), clonidine (691 mcg/ml at 374 mcg/day) and via an implantable pump for non-malignant pain. It was reported that the patient reported their pump starting alarming at 3 am so they went to the emergency room at 6:30 am. After interrogation, the pump showed it had stalled. It was unknown if there were external factors involved. The pump was interrogated which confirmed the motor stall and the time of the initial alarm sounding. It was confirmed that the patient had not been exposed to any magnetic fields/magnetic resonance imaging recently. The motor stall was communicated with the healthcare provider (hcp) to schedule a pump replacement. The issue was not resolved at the time of the report. Surgical intervention was planned but had not been scheduled yet. The patient's weight and medical history were asked but unknown. The patient was without injury at the time of the report.

Event description:
Additional information was received by a company representative (rep) reporting that the patient is scheduled for a pump replacement on (B)(6) 2021.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient reporting their pump had started "glitching" about a year before it was replaced. The patient defined "glitching" as making her go through withdrawals. It was reported they checked the pump and couldn't find anything wrong with it. It was reported the patient "woke up in the middle of the night going through withdrawals and would only last for a couple of hours and that she coded 4 times in the hospital and was there was there for about 2 weeks."

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.